Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room upon receiving a patient notifier alert due to backup vvi operation noted on the implantable cardioverter defibrillator. On (B)(6) 2018 the device was explanted and replaced successfully. The patient¿s condition was stable.

Manufacturer narrative:
The device was returned and analyzed in the lab. A longevity calculation was performed using default settings and showed that the battery depletion was normal. The hybrid current was measured on the bench and it was found to be normal. Due to lack of device data, the root cause of the reset could not be conclusively determined.